Event description:
The rotating adaptor detached from the body of a y-adaptor during an injection with the ascist power injection system, spraying blood. The injection was being performed at approx 600 psi at the time this happened. There was no pt injury.